Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately after 6 years post filter deployment, computed tomography (CT) abdomen pelvis revealed inferior vena cava filter with lateral angulation of the superior portion of the filter in the infrarenal. The tip of the filter is positioned to the right renal vein and the portion of the filter was directed laterally. However, the potential hook associated with the device abutting the wall of the vessel and some of the struts distally appear beyond the lumen of the inferior vena cava without evidence of contrast extravasation. Therefore, investigation is confirmed for filter tilt. However the investigation is inconclusive for perforation of ivc. Based on the provided medical records perforation of the ivc cannot be confirmed as it states that ¿some of the struts distally appear beyond the lumen of the inferior vena cava without evidence of contrast extravasation." Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 02/2015).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted, some struts project beyond and embedded in wall of the inferior vena cava. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient experienced pain at the implant location. The current status of the patient is unknown.